Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm carpentier-edwards aortic valve implanted approximately 15 years, eight (8) months, is being screened/evaluated for valve-in-valve procedure through a clinical trial due to moderate-severe aortic stenosis and severe regurgitation.

Manufacturer narrative:
H6. Correction: based on the information obtained, this event is nor considered reportable and this correction is being submitted.